Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, lot #: 603003831. H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the electromagnetic (em) interface was replaced. The em interface was returned to the manufacturer for analysis. When the em interface was plugged into the lat station, it immediately faulted. It was then tested with the emtest, but it couldn¿t connect. There was an electrical failure. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the computer, the manufacturing representative (rep) was performing a system checkout and found that on the axiem breakout box, port 6 cannot track instruments that were plugged into it. When inspecting the port, there was visible damage on port 6 of the breakout box (bob). The other ports on the box worked fine. There was no patient present.